Manufacturer narrative:
(B)(4)

Event description:
It was reported, during an arthroscopic tissue repair, the implant broke in half during insertion. The physician was able to remove the implant using an extraction tool. A new bone hole was drilled and a new implant was used causing a 20 minute surgical delay. The procedure was completed arthroscopically with no further complications.